Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was received with all operating currents within specification and passed functional testing including the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, self-test, unexpected restart error test and displacement test. Insulin pump passed the dat test at 0.08780 inches. No failed battery test alarms were noted. Unit was received with broken off piece at the battery tube threads. No damage was noted at the battery cap per visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer's daughter that the customer received emergency medical assistance due to low blood glucose, with blood glucose of 34 mg/dl at the time of the incident. The paramedics took the battery out of the pump. The customer was now getting battery out limit and failed battery alarms and had a closed circle on the pump display. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer was recently diagnosed with graves disease which causes blood glucose levels to fluctuate. The caller reported pump physical damage. The insulin pump will be returned for analysis.